Event description:
One pt with discrepant sodium results. Initial sodium gave 129.5 mmol/l; repeat gave 136.5 mmol/l. Initial result was not reported. The field service rep determined the ise tubing was the cause of the discrepancy. He replaced the ise tubing and sample syringes. Performance tests performed, which were within spec.